Event description:
Facility in (B)(6) reported that an lcp plate broke post operatively and was explanted.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record review has been requested.